Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2019-01257. This report is submitted on september 03, 2019.

Manufacturer narrative:
This report is submitted on june 17, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.